Event description:
Patient reported "the prosthesis exploded, causing infection and acute pain"," in the left implant, echogenic fluid is visualized between the membrane and the external cover." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events granuloma, infection(early onset), and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection(early onset), seroma, silicone migration, granuloma.